Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(6) 2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: no alarms have been logged in the last 14 days of available data. Starting (B)(6) 2015 there is an increasing trend in power consumption. The instructions for use (IFU) and patient manual include a reference guide and warning that lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as hemolysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient "presented to the emergency department (ed) on (B)(6) 2015 with tea colored urine, and was admitted for hemolysis work up." "Log files were sent to manufacturer and analysis revealed an increasing trend in power consumption starting on (B)(6) 2015." "Patient was admitted with the plan of initiating a heparin drip with ptt goal of 70-80." It was stated that the "patient is determined not to be a surgical candidate at this time and medical therapies will be continued." "As this event is ongoing and patient is still admitted to hup, narrative and source will be sent at resolution." It was also stated that there are "no plans of tpa." No additional information provided. Investigation is ongoing.